Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, mobility (2022_1530. 2022_1531 and 2022_1532 are same patient).